Event description:
Philips received a complaint by the customer on the v60 indicating that a 1127 ¿ovp circuit failed¿ error was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) reviewed the event log with the customer and found that the 1127 ¿ovp circuit failed¿ error was logged. The rse reviewed the suggested repair for the 1127 error code with the customer and also advised the customer to replace the power management (pm) printed circuit board assembly (pcba). A philips authorized service provider (asp) engineer was dispatched onsite for evaluation and repair. Upon arrival, the asp engineer confirmed that the device was still down, and a follow-up was created. Per gfe response, the asp engineer confirmed the 1127 error code and stated that the data acquisition (da) pcba, motor controller (mc) ribbon, and mc pcba were swapped. The asp engineer also ran control and flow tests and verified that the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service.